Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this lime. Although we were unable to confirm this complaint, we cannot be excluded the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1504 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. She received several treatments and another treatment was planned. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact interval between essure insertion and event onset was not reported. Consumer's medical history was not mentioned. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. The exact nature of the several treatments she received was not specified. Since follow-up is not possible in order to further clarify this information, the case was regarded as incident in a conservative approach, as medical intervention was required. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No further information is expected.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. The consumer's concurrent condition included allergy for a certain antibiotic. On (B)(6) 2014 essure (fallopian tube occlusion insert) was placed. Essure was placed only on one side. The second coil opened too early and had to be removed and a new one had to be placed one week later. On an unspecified date the consumer experienced pain in pelvis, itching skin, bladder infection, problems urinating, lower back pain, neck pain, muscle cramps, increase or decrease of weight, loss of libido, tiredness, insomnia, memory loss and concentration problems, brain fog, fluid retention in legs and ankles, oppressed feeling, dry mouth, vitamine deficiency, vision problems, and excessive sweating. She had relation and/or family problems complaints. She received several treatments and another treatment (not specified) was planned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. She received several treatments and another treatment was planned. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact interval between essure insertion and event onset was not reported. Consumer's medical history was not mentioned. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. The exact nature of the several treatments she received was not specified. Since follow-up is not possible in order to further clarify this information, the case was regarded as incident in a conservative approach, as medical intervention was required. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.